Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy end to side anastomosis. According to the reporter: the device did not cut well. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc.